Manufacturer narrative:
Add'l info regarding the instrument's malfunction and applicability to the two year rule was not rec'd until 5/13/2011. It was reported that when an on rod was being removed from the pt, the punch, bone and on rod became jammed in the coring tube. The returned instruments were examined. The punch body was successfully disassembled from the coring tube and both instruments were reviewed. One of the teeth of the coring tube was missing. The punch body appeared deformed on one side. The examination confirmed that the punch body was driven too deep over the larger diameter of the on rod. As a result, the punch body was deformed and jammed with inner diameter of the coring tube. There is a warning in the surgical technique that care should be taken to make sure that the punch is driven by hand only and punch advancement should stop when resistance increases. As per the sales rep, the surgery was completed without delay and no harm to the pt was reported.

Event description:
It was reported that when an on rod was being removed from the pt, the punch, bone and on rod became jammed in the coring tube. During the investigation, it was noted that a cutting tooth had been broken. The surgery was reported to have been successfully completed prior to the event.